Event description:
The trilogy evo ventilator was evaluated by a service center, and during the evaluation the service technician confirmed smoke damage to the device. The device was not reported to be in use by a patient. The device was scrapped. The root cause is or isn't confirmed at this time. Good faith effort attempts will be made to gather additional information. If any additional information is received, a follow-up report will be filed.

Manufacturer narrative:
Previously reported by the manufacturer: the trilogy evo ventilator was evaluated by a service center, and during the evaluation the service technician confirmed smoke damage to the device. The device was not reported to be in use by a patient. The device was scrapped. The root cause is or isn't confirmed at this time. Good faith effort attempts will be made to gather additional information. If any additional information is received, a follow-up report will be filed. New information: the trilogy evo ventilator was evaluated by a third-party service center, and during the evaluation the service technician confirmed smoke damage to the device. During a good faith effort attempt the technician confirmed the smoke damage was due to heavy cigarette smoke and not in relation to a thermal event/ device malfunction. The device was scrapped. Review of the complaint information found that no death or serious adverse event occurred. The device evaluation found no evidence of product malfunction in which the ability of the device to deliver the prescribed therapy to the published specifications would be impacted. In addition, there is no evidence that the device malfunctioned in a manner that would be likely to cause or contribute to death or serious injury if it were to recur. This complaint is not reportable to any regulatory agencies. Box h coding was updated.